Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that a user experienced prolonged hypoglycemia while using the ilet, with continuous low glucose for approximately three hours, a nadir of 40 mg/dl, and subsequent detachment from the device; the user had not recently announced meals, and the clinic later observed an unusual alert history with no insulin delivery from about 10 pm prior to the low, raising suspicion for a connector or delivery interruption, and the user requested assistance with a factory reset due to missed meal announcements and resultant algorithm-driven dosing behavior. Symptoms included dizziness and hypoglycemia without seizure or loss of consciousness. Outcomes included emergency department evaluation and discharge the same morning with glucose normalized, and the user later reconnected to the ilet. The user treated the event with oral fast-acting carbohydrates, orange juice, glucagon tablets, and nasal glucagon. Investigation included review of device data and alert history by the healthcare provider and user, and customer support follow-up for troubleshooting and education on meal announcements. Investigation of this case revealed missed meal announcements with subsequent algorithm adjustments and a suspected infusion connector or delivery issue corresponding to the period of no insulin delivery prior to the hypoglycemic episode. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including missed meal announcements with possible infusion/connection interruption contributing to hypoglycemia.